Event description:
The pt received two leads with the same lot number. It was reported the pt experienced overstimulation with stimulation turned on. Diagnostic testing revealed all impedances within normal range. Reportedly, x-rays identified the leads have migrated. Follow-up identified surgical intervention was undertaken, explanting and replacing the leads. Effective coverage was achieved postoperatively.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.